Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. H3 other text : see h10.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was difficult to depress and blockage occurred during the injection. The following information was provided by the initial reporter: "consumer reported needle clog during injection, stated that the pen is difficult to depress. Consumer does not re-use. Consumer does not prime."

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was difficult to depress and blockage occurred during the injection. The following information was provided by the initial reporter: "consumer reported needle clog during injection, stated that the pen is difficult to depress. Consumer does not re-use. Consumer does not prime."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.